Manufacturer narrative:
The device was received for analysis, but the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, during prep, while connecting the 6f 100 cm judkins left 4 (jl4) vista brite tip guiding catheter to the contrast media auto-injector, the catheter hub broke, making it unusable. Another vista brite tip was used to complete the percutaneous coronary intervention (pci) procedure. There was no reported patient injury. The product was stored, handled, and prepped according to the instructions for use (IFU). There was no device damage noticed prior to opening the package or difficulty removing the device from the sterile packaging. The device was pulled by the packaging by the hub. A picture with the damage was provided for review. In the photo, a 6f guiding catheter hub is noted cracked/broken from the luer hub. No other outstanding details nor anomalies could be observed. The device was returned for evaluation.

Manufacturer narrative:
As reported, while connecting the 6f 100 cm judkins left 4 (jl4) vista brite tip guiding catheter to the contrast media auto-injector, the catheter hub broke, making it unusable. Another vista brite tip was used to complete the percutaneous coronary intervention (pci) procedure. There was no reported patient injury. The product was stored, handled, and prepped according to the instructions for use (IFU). There was no device damage noticed prior to opening the package or difficulty removing the device from the sterile packaging. The device was pulled by the packaging by the hub. One photo was submitted for review and the luer hub is noted to be cracked. Bloody residue was noted too. A ¿6f .070 jl4 100cm unit was subsequently received inside of a clear plastic bag. The received unit was removed from the packaging to proceed with the product evaluation. During the visual analysis the unit¿s hub and body presented with 2 kinks and compressed portions were identified along the body of the device 14, and 89 cm away from the distal tip. Inner diameter (ID) and outer diameter (od) measurements were taken near the damages and were found within specification. During functional analysis, a cracked condition was observed on the hub that promoted leakage. Additionally, an aspiration test was executed, and a combination of fluid and air bubbles were introduced into the syringe. A microscopic analysis was performed to evaluate the cracked condition observed during the functional test. During this analysis plastic deformation, fatigue striation patterns and plastic elongations were observed on the separation walls. The mentioned characteristics are normally attributed to excessive and possible overloading tensile strength applied to the material. The complaints ¿luer hub - cracked¿ and ¿luer hub-leakage¿ were confirmed. The exact cause of the observed damages could not be conclusively determined during the analysis. It is assumed that the hub material was induced to a tensile force that exceeded the hub material yield strength prior to cracking. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent to make the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿store in a cool, dark, dry place. Do not use open or damaged packages. Inspect the guiding catheter before use to verify that its size, shape, and condition are suitable for the specific procedure. Inspect the guiding catheter upon removal from packaging to verify that it is undamaged. Warning: do not use a guiding catheter that has been damaged in any way. If damage is detected, replace with an undamaged guiding catheter.¿ based on the available information and product analysis, the cause of the luer hub crack could not be determined; however, it could be related to the manufacturing process of the unit. Therefore, an investigation has been initiated to further review the potential causes. No further action will be taken at this time.